Manufacturer narrative:
(B)(4).

Event description:
The patient turned the implantable neurostimulator off and left it off for a year without recharging. He recently spoke with a field representative who walked him through doing a physician mode recharge. That action did not bring the neurostimulator out of overdischarge. The patient felt jolting when he moved. He felt jolting at the site of the electrode. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.